Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) and right atrial (ra) lead. The suspected cause of the event was due to insulation damage on both leads, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.